Event description:
It was reported that the pt experienced a change in therapy effect with decreased efficacy. We discussed items and issues with regard to a volume discrepancy. Actual residual reservoir volume was greater than the expected residual volume. It was also reported that the "pump tilts", it was described as being "perpendicular to the pelvis in certain situations". This has happened "over time". The pt had 3 revisions; the pump had gone back to the tilted position. The hcp suspected that the changes in therapy may be due to the pump tilting. The hcp planned to perform a pump pocket revision. A dye study was performed; the hcp did not prime the catheter post dye study. The hcp planned to "cover" the pt with oral medications. The pt was monitored "in house"; there were no symptoms reported due to the catheter not being primed. The pump event logs were normal. The pump contained fentanyl. Hydromorphone and clonidine. It was later reported that the pocket was revised. During the revision, it was noted that 2 of the sutures had "popped" which caused the pump to "lean" this time. The pump was resutured with a stronger tie. The pump tilting had caused difficulty in filling the pump. It was unknown if this was the same issue encountered previously.